Event description:
Customer reports a possible overinfusion of dopamine from a syringe module in nicu. A dopamine infusion of 9.6mg/3ml was sent in a 5ml syringe rather than a 3ml syringe. The ordered rate of the infusion was 0.09 ml/hr; however the minimum rate for a 5 ml syringe is 0.1 ml/hr. The nurse infused the dopamine at 0.1 ml/hr until the error was noticed and the correct 3 ml syringe was obtained to finish the infusion at the ordered 0.09 ml/hr. Although the nurse reported an increase in the map above the targeted goal, upon further investigation it was determined that the map had been fluctuating and was not related to the increase in dopamine rate. The hosp is working internally with the pharmacy info sys to correct the syringe selection for future use. There was no report of pt harm or med intervention. No additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.